Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient had shocking or jolting sensation following a fall. The patient was waiting for surgery to revise the leads. The patient fell and they did an x-ray, and it was noted that the stimulator had moved out of place. The leads were broken and the patient was experiencing shocking when turning on the stimulation. The fall occurred (B)(6) 2014. The shock would make them fall to their knees. The patient was walking around in pain. The patient was not able to turn on stimulation and wondered what to do. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.